Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00498. It was reported that patient was diagnosed with infection at the ipg site. As a result, surgical intervention occurred during which the ipg was explanted. During the procedure, the lead was unable to be removed so the tails of the lead were clipped and explanted while the remainder of the lead was left implanted. The patient was prescribed antibiotics and received wound care to address the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.